Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor error alarm due to prime alarm. Device was received with normal operating currents and passed unexpected restart error test. Motor passed motor test. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed motor error alarm. Customer's blood glucose was 23.5 mmol/l. Customer tried to deliver a bolus and device alarmed motor error alarm. During troubleshooting, device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.